Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that they could feel stimulation in their buttocks this morning, but then the sensation went away. They had loss of therapy. Patient got poor communication screen when they tried to connect to implant, so the representative did not confirm implant status. Patient still had bandages and was just implanted yesterday. Patient still had swelling and bandages present at the implant site and it was advised to wait for swelling and bandages to be removed and try again. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.